Event description:
It was reported that during a shoulder procedure using a magnum 2 knotless implant, the implant was not opening properly preventing the device from staying in the bone. This happened with two additional like implants. After a 30 minute surgical delay caused by these deficiencies, the procedure was successfully completed with properly functioning magnum 2 knotless implants. There were no patient complications reported as a result of this event.